Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One of them shows a needle assembly with the plastic shield. The needle goes through the shield. Failure mode has been verified. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the silicone to attach them. Then the plastic shield is assembled. In this case the needle either was bent or not properly placed, causing the needle to go through the plastic shield and it was not detected in the next process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9234179 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 26x3/8 ib experienced needle penetration through the shield which was noted prior to use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 9234179. Per email: we've had several incidences of hypodermic needles breaching the side of the cap, at least one of them resulting in a staff member being stuck by the needle. Others at our user facility also order these needles but haven't reported any issues.